Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted concurrently with mccall¿s culdoplasty.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced excessive and uncontrolled bleeding and subsequent surgery to locate and stop initial bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.